Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine (20 mg/ml at 3.132 mg/day) via an implantable pump for an unknown indication for use. It was reported that a pump alarm and motor stall/stop of pump occurred in (B)(6) of 2016. The logs were read, but the pump could not be reprogrammed by the hcp. The patient was given oral medication, and the pump was explanted on (B)(6) 2017. There was no known cause of the issue. The pump would be returned. The issue was not resolved. The patient status was alive ¿ no injury. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Eval code-conclusion updated to (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-june-19, additional information was received from a foreign manufacturer representative (rep). It was clarified that the pump was implanted on (B)(6) 2011. The pump was not explanted because the patient was an elderly patient and could not pass the pre-operative screen and was deemed not eligible for the operating room (or) anymore. The patient did experience some withdrawal symptoms; return of pain, but "no other symptoms along the line of withdrawal symptoms". It was reported the patient was put on oral medication and in the area of pain was doing well. Their pain was under control by other medication. The rep was unsure if/when then pump would be returned, however, the pump was noted to have been returned on 2017-may-26.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for analysis. Eval code-result 3233 no longer applies. Eval code-conclusion 11 no longer applies; updated to 92. If information is provided in the future, a supplemental report will be issued.